Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure the screw head of the spine clamp was outworn. There was no patient present at the time of the issue.

Manufacturer narrative:
The clamp was returned to the manufacturer for evaluation. Testing found that the head of the adjustment screw was worn, but still functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.